Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the control iq software was turned on, however, the pump delivered insulin based off the customer¿s personal profile settings and not based off the control iq software settings. Customer's blood glucose was 70mg/dl. Reportedly, customer continued to use the pump for insulin therapy.